Event description:
The rep reported the device was used during a laparoscopic appendectomy. It was reported the atb35 would not fire. The case was completed with a new instrument. There was no consequence to the pt.